Event description:
Reported by pt as "complications." Event was further clarified as lost ability to take liquids or solids and that her stomach had moved up through the band. The slip was diagnosed by fluoroscopy.

Manufacturer narrative:
Taper ii. The product associated with this report has not yet been returned. Based upon the implant date provided by the reporter the connector type is assumed to be a taper I. The reporter of the event was asked to return the product for analysis. Visual examination may confirm or determine another connector type associated with this report. Band slippage and obstruction are surgical/physiological complications, and analysis of device generally does not assist inamed in determining a probable cause for these events. Device labeling addressed the reported events of band slippage and obstruction as follows: "slippage of the band can occur. Gastroesophageal reflux, nausea and/or vomiting with early or minor slippage may be in some cases successfully resolved by band deflation. More serious slippages may require band repositioning and/or removal." "If there is total stomal outlet obstruction that does not respond to band deflation, or if there is abdominal pain, then immediate re-operation to remove the band is indicated."